Event description:
During cardiopulmonary bypass, following removal of the aortic clamp, the h20 temperature of the systemic heater/cooler was allowed to cool rather than warm. The water temperature dropped from 40 degrees c to 26 degrees c. This caused a drip in blood temperature from 36 degress c to 28 degrees c. A different heater/cooler was brought in to complete the procedure. No adverse effect on pt. A combination of valves and tees recommended by the MFR may contribute to operator error.